Manufacturer narrative:
Concomitant medical products: w4tr03, crtp, implanted: (B)(6) 2019. 439878, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning occurred on the right atrial (ra) due to out of range impedance. It was also reported that a position check failed on the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.